Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2023, the patient visited the hospital complaining of coldness and pain in both lower limbs. Wounds on the right lower limb, extensive occlusion, and left superficial femoral artery occlusion were observed. On an unknown date, the patient underwent treatment. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) was placed in the right external iliac artery, and a bovine pericardial patch was placed in the common femoral artery. On an unknown date, after rehabilitation, the patient was discharged home. Antibiotic treatment continued for more than three months. After discharge, home medical care continued, and the wounds improved, but swelling and pain in the right groin were noted. An ultrasound examination revealed blood flow into the aneurysm at the distal end of the viabahn placed in the right iliac artery, suggesting a ruptured infectious aneurysm. On an unknown date, the patient underwent emergency treatment. To control the infection, trimming of the tissue around the wound was carried out. Surgical treatment was deemed difficult, so an additional viabahn was placed in the right common femoral artery, and the wound was left open for drainage. Although the abi (ankle-brachial pressure index) improved, continued wound management and antibiotic treatment were necessary. On an unknown date, despite regular cleaning, good granulation formation was not observed, and exposure of the viabahn was confirmed. Long-term wound management continued, but infection control was difficult. On an unknown date, the patient developed hemorrhagic shock from the wound and expired. Reportedly, the cause of death was a pseudoaneurysm, hematoma, and ruptured infectious aneurysm. The physician stated the following: early reoperation, hematoma removal, and appropriate antibiotic treatment might have prevented the rupture of the infectious aneurysm.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B2: the date of patient death is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.